Event description:
The us complainant had a rp flex placed to support a patient admitted in for mvr/CABG and found to have rv dysfunction post procedure. The pump was explanted after 3 days due to signal loss and low flows. The pump was not replaced after explant.

Manufacturer narrative:
The impella device was received from the customer on 23-dec-2024 , therefore, an investigation of the device is underway, a supplemental MDR will be filed once completed.

Manufacturer narrative:
The investigation of low pump flow and optical signal issue has been completed. The "optical signal issue" failure mode was changed to "placement signal issue" because the complaint was in relation to the dp sensor. The returned pump was inspected and there were no physical abnormalities. There was no biomaterial in the inflow cage. The dp sensor was imaged and had no abnormalities. The pump was run in the lab and the low pump flow issue did not reproduce. The data logs from the case confirm low flow for matching p-level with pump flows drifting down at p6 and placement signal drifting upwards. The pump was run in the flow loop test and there was dp sensor drift. The root cause of the placement signal issue was determined to be due to a sensor drift. The failure mode "low pump flow" was deleted as this was in reference to the unreliable calculated flow rate due to the sensor drift. The following have been reported incorrectly or missing from manufacturer device report.